Manufacturer narrative:
H.6. Investigation: one physical sample and one photo was returned to our quality team for investigation. Upon inspection of the sample, liquid inside the syringe could move to the vial and back into the syringe without issue, however, a leak was observed. Further testing was conducted and after properly reconnecting the vial and protector, no sign of leakage occurred. A device history was performed and found no non-conformances related to the reported issue during production of batch 1704009. Based on the investigation results, it was determined that the protector was not securely connected to the vial which resulted in the leak reported. The protector must be attached completely vertical to the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. H3 other text : see h.10.

Event description:
It was reported that during use of the bd phaseal¿ protectors p53 there was leakage between protector and vial. This occurred on 25 separate occasions but the date/time is unknown. The following information was provided by the initial reporter: leakage between protector and vial. No patient involved.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd phaseal¿ protectors p53 there was leakage between protector and vial. This occurred on 25 separate occasions but the date/time is unknown. The following information was provided by the initial reporter: leakage between protector and vial. No patient involved.